Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Quality evaluation on 3/4/2016 revealed cracked and missing footpads, and a dim display. On 3/17/2016, the repair technician could not duplicate customer's complaint, assuming that they meant that it was not holding pressure at 350mmhg. The unit held pressure with no problems and passed all tests. He replaced the dim display, old battery and worn power switch. The unit was calibrated and tested per procedure. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery, the device would not occlude when it was set at 350 mmhg; there was no leak in the cuff noted. The surgical time was extended by a few minutes. Additional information received stated that bleeding was noted (without harm to the patient). During a second case, a pressure of 275mm hg could not be maintained and bleeding was also noted. The surgical time was extended by a few minutes (due to the arthroscopic image was not clear because of bleeding). No alternate device was utilized and medical intervention or additional surgical procedure was not required.

Manufacturer narrative:
A.t.s. 3000 tourniquet, serial number (B)(4), was manufactured in october 2007, is 100 months old and has not been previously returned to zimmer biomet surgical for service since the inception of sap in july 2011. On (B)(6) 2016, it was reported that the device would not occlude when it was set at 350 mmhg; there was no leak in the cuff. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The customer did not return any other accessories for evaluation. On february 9, 2016, complaint follow up clarified the event timing was during surgery, surgery time was extended a few minutes, there was harm, injury or adverse event to patient/operator or was the life/health of patient at risk as there was bleeding at the site, surgery was not completed with an alternate device, and no medical intervention/additional surgical procedure. On march 4, 2016, initial qa inspection of the a.t.s. 3000 tourniquet, serial number (B)(4), revealed cracked and missing footpads, and a dim display. On march 17, 2016, the repair technician could not duplicate customer's complaint, assuming that they meant that it was not holding pressure at 350mmhg. The unit held pressure with no problems and passed all tests. Repair included replacing the dim display, old battery, and worn power switch. The unit was calibrated and tested per procedure. It was repaired, inspected and tested per repair instructions. The reported event that the device would not occlude when it was set at 350 mmhg; there was no leak in the cuff was not confirmed by zimmer biomet surgical since during the initial inspection and repair evaluation process, the device operated as intended. The root cause of the reported event could not be specifically determined, but is most likely related to backpressure in the system that could have impacted the ability of the device to occlude properly. A secondary root cause could be linked to the method in which the cuff was applied to the patient; if the cuff is not applied properly, the cuff pressure will not be distributed in a manner to occlude properly. The operator and service manual "zimmer a.t.s. 3000 automatic tourniquet system" contains a specific section dedicated to "maintenance" which should be performed on a regular basis to ensure safe and effective operation. Also, it is stated that it is strongly recommended that all repairs be done by zimmer staff. Recommended actions: no recommended actions at this time.